Event description:
It was reported that during an unknown procedure the ntlc55 was not working.

Manufacturer narrative:
(B)(4). Date sent 11/13/2025. D4 batch #827c69. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ntlc55 device was received with the anvil partially detached on the distal end and the anvil post on this area appears to be damaged as if the anvil was pulled out of the device. No reload was received. In addition, the device was tested for functionality with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple form release criteria. The condition of the anvil is due to an external cause, such as improper handling. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Please reference the instruction for use for more information. The reported event could not be confirmed, since the device fired without difficulty. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 827c69, and no non-conformances were identified. Additional information was requested, and the following was obtained: 1. Did the device staple - no. 2. If the device stapled, was the staple line complete? 3. If the device stapled, what was the shape of the staples (b-formation, irregular, legs straight)? 4. Did the device cut - no. 5. If the device cut, was the cut line complete? 6. Were the cut line and staple lines equal? 7. Was the device fired across a staple line? 8. Please provide details as to how the reload did not work. 9. Did the reload lock out and would not work? 10. Did the reload begin to staple and cut, but then jammed? 11. Did the device staple, but there was no cut line? 12. Is the current patient status known? 13. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.